Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus shanghai (osh), (returned to osh on 2022-06-08). The evaluation at osh confirmed the occurrence of error message e433. This error message, which in this case was caused by a defective hvps board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. Furthermore, the evaluation found deviations in the color representation on the touch screen. It is assumed that a cable of the display was not fixed correctly during assembly. This may cause interruptions or short circuits of the data lines, which may then disturb the image content. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during preparation for use for a therapeutic intrauterine electrotomy procedure the esg-400 hf generator issued error message e433 and could no longer be used. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.